Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The valve was implanted to the patient at another site in 1999. The initial setting was unknown. When MRI was taken at orthopedic surgery, it was found that the setting was changed from the past records. The stepping motor did not rotate with the old programmer when the setting was attempted to back to original. It was confirmed under fluoroscopic. There was no changes with the patient¿s condition on both the image and the clinical. The patient was follow up. The sale rep visited to the site and explained about hakim valve and recommended the new programmer as well. It was confirmed there was no plan the removal surgery and revision surgery. There was no report of injury to the patient or delay in surgery. The product will not be returned to your site.